Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had exhibited t-wave oversensing (twos). Sensing adjustments were made and the lead remained in use. Approximately two months later, the clinician reported twos was reoccurring with a briefly deceased heart rate of 45 beats per minute. It was determined that lead function was normal aside from one dropped beat followed by three support paces. The physician suspected that a test may have been occurring during the second instance of suspected twos. It was confirmed that automatic threshold testing was being performed with underlying complete heart block. The lead remains in use. No further patient complications have been reported as a result of this event.